Event description:
It was reported by the customer that they responded to a patient with cardiac history and an internal pacemaker. The crew connected the device to the patient with physio-control quik-combo defibrillation pads; however, numerous "motion detected" and "stop motion" prompts were received before the crew was able to defibrillate the patient. The patient expired at the hospital.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.